Manufacturer narrative:
The subject product was not returned for evaluation. Without the subject product, we are unable to determine what may have caused the qd adapter to break off as was reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. These are the first complaints for the subject lot of (B)(4) units manufactured in november of 2019. This file represents the first hydrosurg reported. A second MDR will be submitted for the second hydrosurg. Mw5092904.

Event description:
Per maude event report mw5092904: "hydrosurg plus laparoscopic irrigator, end suction piece broke off during case. This is the second of these to happen in two weeks. Ref 0026870, lot judy0277." Addendum per follow up with the user facility: it was reported that the quick-disconnect (qd)/ male adapter on the nd handle of the hydrosurg plus laparoscopic irrigator, broke off during a robotic abdominal perineal resection. The surgeon used a new irrigator to work around the issue and complete the case. This is the second of these to happen in two weeks. As reported, there was no injury or harm to the patient.